Event description:
It was reported that an ilet pump presented with a restart alert and then failed to power on or charge despite multiple outlets, chargers, case removal, and wake-button attempts, leading to a device replacement recommendation and return of the affected unit. Symptoms included hyperglycemia with a reported level over 400 and sustained elevated glucose for about six hours, without loss of consciousness or other acute complications. Outcomes included interruption of automated insulin delivery, continued cgm use, and initiation of subcutaneous insulin by pen as backup therapy, with no hospitalization or professional medical intervention. Investigation included product support, troubleshooting, and logistical coordination for device exchange and data sync guidance. Investigation of the returned device revealed a device shutdown with unavailable functionality consistent with fuel gauge communication error, indicating a power-management or charging circuit issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.